Event description:
The customer contact reported the device did not alarm when the syringe was empty and did not deliver a dose when the pt pendant was pressed. The device was returned to the purchasing dept with an unsigned note that stated, "does not beep when empty and does not deliver dose when pt pendant is pressed." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by alarming audibly and visually for an empty syringe and delivering a dose when the pt pendant was pressed. Testing was conducted using the customer's returned pt pendant. Based on the data verified hospira could not attribute the issue to the device. The pump history was downloaded and printed at the service center. The dates present in the history did not correlate with the customer's reported event date. This report represents all the info known by the reporter upon query by hospira personnel.